Event description:
Per the reviews on the target website for opti-free puremoist contact solution: going back 6+ months, consumers are reporting a mold smell and eye infections, but manufacturer has not issued recall.